Event description:
Same case as MFR report #: 2134265-2012-02916. It was reported that during and following a stenting treatment procedure, a vessel dissection, stent thrombosis and myocardial infarction occurred. The procedure treated the 90% stenosed, type c, 20mm in length target lesion located in the left anterior descending artery. This was not an emergent procedure. A 3.5x24mm promus element plus stent was advanced and deployed. Angiography revealed that, "there appeared to be a hazy area that is proximal to the stent which may have represented a small dissection". Bail out treatment placed an overlapping 3.5x12mm promus element plus stent distal to the previously placed stent. It was noted that both stents were well expanded and well apposed. Later that day, the patient experienced an st elevation myocardial infarction in his room with EKG elevation in the anterolateral leads and was brought back emergently to the cath lab. A thrombectomy, the placement of a drug eluting stent and intra aortic balloon pump were performed. Post the procedure the patient was stable, but severe and was sent to (B)(4).

Manufacturer narrative:
Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).